Event description:
Additional information received reported that the patient had developed an ulcer over the site of the pump, "it appeared that it was becoming gangrenous." The pump was revised.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. The original reports contained the wrong pump information, this report contains the correct pump information.

Event description:
Additional information received from a health care provider (hcp) reported that the patient had their pump and catheter implanted on (B)(6) 2014. After successful placement of the pump and catheter, all wounds were irrigated with copious amounts of antibiotic solution; wounds were then closed. Estimated blood loss was minimal. On (B)(6) 2015, the patient had a pump and catheter revision procedure. Before the procedure, the pump was functioning and controlling the patient's pain; however, she developed an ulcer over the site of the pump. Attempts were made to treat it with local wound care, which was unsuccessful. It appeared that it was becoming gangrenous. It was recommended that the shut infusion pump be revised. During the procedure, the pump was dissected from the subcutaneous pocket that had been scarred-in. The catheter was noted to be intact, and upon removal of the connector, good cerebrospinal fluid (csf) flow was noted. The catheter was connected to the pump with a new connector; access port was aspirated with clear csf. All wounds were irrigated with copious amounts of antibiotic solution; wounds were then closed. Estimated blood loss was minimal. The patient was transported to the recovery room in stable condition. Wound cultures from the left posterior superior iliac spine incision were sent to laboratory for examination. Patient medical history includes failed back surgery syndrome characterized by chronic low back pain and lumbar radiculopathy, post-lumbar spinal fusion with placement of pedicle screw fixation.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-oct-26. The results of the tissue cultures showed that no infection was noted. It was unknown what led to the ulcer and if it had been resolved.

Event description:
Merged from manufacturer report 3007566237-2016-03607: a healthcare provider (hcp) reported via manufacturer representative that a patient¿s implantable neurostimulator (ins) had malfunctioned. No further information was provided. No patient symptoms were reported. Indication for use is unknown. On 2016-oct-26 (B)(6) (hcp): follow up information received from the healthcare professional (hcp) reported that the patient first started experienced the malfunction on (B)(6) 2015. It was unknown as to what the malfunction was, what the cause was, what troubleshooting was performed, what symptoms the patient experienced, and if the issue had been resolved. The hcp reported the patient was seen by an infectious disease physician on (B)(6) 2015. It was noted that the date of surgery (dos) was (B)(6) 2015. The patient did not return for follow up with the reporting hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid and an unknown drug, concentration and dose unknown, via an implantable pump. The indications for use was indicated as non-malignant pain and other non-malignant pain. The patient's pump was placed in their cheek on their bottom because the patient was so thin. In (B)(6) 2014 the patient got a blister and it then turned into gangrene infection and bedsore. No drug concentration, dose, interventions or outcome reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.